Manufacturer narrative:
H3) the logs from the navigation system were returned to the manufacturer for evaluation. Analysis found that the behavior was consi stent with a known anomaly in the medtronic navigation software anomaly tracking database. A separate software analysis was initiated to investigate the reported issue. Analysis found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt info: unk. Other relevant device(s) are: product ID: 9735737, version #: 1.3.2, no parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that¿there was an unexpected registration behavior. The registration accuracy changed without touching the foot pedal or performing further registration. The registration model was taking very long to build and after restarting the system it took even longer, leading to a long delay in the case. The registered image on the navigation system ended up being completely off and the pointer was showing on the wrong side of the head in navigation mode. The manufacturer representative was not there to support this case so the information that was received was from the site. There was no reported impact on the patient. Additional information was received stating that there was a 30 minute delay in the procedure the site swapped the systems. The registration was not able to be completed with the original system. It was able to be completed once the systems were swapped.